Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had multiple total power failure events with no associated alarms. There was no patient harm or serious injury reported as a result of this incident.